Event description:
It was reported that the field representative requested technical services (ts) review an atrial tachy response episode stored by this pacemaker system. The patient was diagnosed with repetitive competitive atrial non capture. It was alleged competitive pacing induced atrial fibrillation. Ts provided reprogramming recommendations. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the field representative requested technical services (ts) review an atrial tachy response episode stored by this pacemaker system. The patient was diagnosed with repetitive competitive atrial non capture. It was alleged competitive pacing induced atrial fibrillation. Ts provided reprogramming recommendations. Additional information from the field representative provided reprogramming was completed and the patient is stable. This pacemaker remains in service. No additional adverse patient effects were reported.